Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device had a speaker malfunction inop message along with no sound. The biomed replaced the speaker, but the inop message remained. No patient harm was reported.